Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that about two months prior to the call, she lost consciousness due to a blood glucose level of 30 mg/dl. Caller stated that paramedics were called and she was transported to the emergency room. Customer was wearing the insulin pump at the time of the incident. The customer stated that the low blood glucose level may have been due to overbolusing. The insulin pump was not replaced or returned for analysis.